Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
UDI (B)(4). DHR the lot history record was reviewed for completeness during the release process to inventory. At that time based on the fact that no discrepancies were noted for the products being accepted, they were released to stock on the (B)(6) 2000. Failure analysis the valve passed all tests no root cause could be determined; as no functional problem was noted with the valve.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
This report is about a certas plus valve that was implanted in year 2000. It failed and it was replaced without any complications. There was a problem with over drainage. Looking at the shunt overview the shunt was at 20sic, but when it was removed and measured it was at 17. Changed shunt without complications.